Event description:
It was reported that the pump device had stopped functioning properly. It was unknown if the failure was related to battery end of life or a defect. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received. It was reported that the patient's pump had been explanted, in (B)(6) 2012, due to the motor failing. However, it hadn't been confirmed that there had been a motor stall. At the time of report, the patient interested in a new pump being implanted because his oral medications couldn't control his symptoms alone. Though, the patient was looking for a physician that would allow him to be on oral medications also. The drugs used in this system were baclofen, dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Product ID 8711 lot# n143292003 serial# implanted: (B)(6) 2008 explanted:; product typ catheter. (B)(4).

Manufacturer narrative:
Correction made to replace prior report. (B)(4).